Manufacturer narrative:
The incident occurred in (B)(6). Sorin group (B)(4) manufactures the wash set. The electa bowl is a component of this set. Sorin group USA is filing this medwatch report on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure, it was impossible to empty the electa bowl. To date, sorin group (B)(4) has not received the product for eval. A follow-up report will be filed when the investigation is complete. There was no report of pt injury. The facility reported the incident to the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that during the procedure, it was impossible to empty the electa bowl. There was no report of pt injury.